Event description:
A distributor reported an issue with a pump displaying a dark blue screen, which affected the customer's ability to interact with the pump. There was no reported impact to the customer¿s blood glucose level, as the data was unavailable. The pump was confirmed to be within warranty, and it was replaced. The customer was informed of the need for replacement, instructed on shipping logistics, and provided with a pre-paid return label and return box for the defective pump. The customer did not disclose the backup therapy they would use during this period.